Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The right atrial lead exhibited high capture thresholds due to dislodgement. The patient was asymptomatic. The lead was explanted and replaced without any complications. The patient was fine during and post procedure.